Manufacturer narrative:
The returned device analysis confirmed the reported single gripper actuation issue (difficult to open or close). Additionally, the tactile gripper arm cover was observed to be pinched/jammed between the harness (mechanical jam) and the gripper cover was observed to be bulky/loose (product quality problem) at that area. The reported difficult to insert ci (clip introducer) over clip, however, was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the available information and analysis of the returned device, the reported difficult to open or close (gripper actuation - single), associated with the inability to lower the tactile gripper arm and the observed bulky gripper cover (product quality problem), was due to the harness pinching the gripper cover as the gripper was able to be lowered once the gripper cover was released from the harness. A cause of the observed gripper arm cover being pinched by harness (mechanical jam) and the reported difficult to insert ci over clip could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. An nt clip was inserted; however, while independently actuating the grippers in the left atrium (la), one of the grippers would not lower. It was noted there were difficulties inserting the clip introducer over the clip. Therefore, the clip was removed and replaced. The procedure was continued, and a new clip was successfully implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.